Event description:
On (B) (6) 2007, patient was implanted with an artificial bowel sphincter (acticon). On (B) (6) 2008, follow up visit emergency due to purulent vaginal discharge, perianal pain, painful vagina, infection, sepsis due to opening of vaginal scar. On (B) (6) 2008, entire device was explanted, patient received colostomy.

Manufacturer narrative:
Additional catalog #: 72402106, 72402287. D4: (B) (4), (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time.